Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse got patient set up for therapy and once started it immediately alerted low flow and had a 0 flow rate. Initial numbers were flow rate (fr) was 0, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, system hours were 3203, pump hours were 282. After restarting therapy, disconnected and reconnected pads and checking for bends and kinks flow rate was still zero. They did note it did not feel like the pad had a proper connection. Disconnected pad and placed arctic sun device in manual mode. Flow rate (fr) was 2l/m, inlet pressure (ip) was -0.3, circulation pump command (cpc) was 100 percentage. Called back and states they replaced the pad and therapy is running with good flow (confirmed they took device out of manual mode). Suggested hold onto the pad as this will be sent to complaints and to call back with any further issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse got patient set up for therapy and once started it immediately alerted low flow and had a 0 flow rate. Initial numbers were flow rate (fr) was 0, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, system hours were 3203, pump hours were 282. After restarting therapy, disconnected and reconnected pads and checking for bends and kinks flow rate was still zero. They did note it did not feel like the pad had a proper connection. Disconnected pad and placed arctic sun device in manual mode. Flow rate (fr) was 2l/m, inlet pressure (ip) was -0.3, circulation pump command (cpc) was 100 percentage. Called back and states they replaced the pad and therapy is running with good flow (confirmed they took device out of manual mode). Suggested hold onto the pad as this will be sent to complaints and to call back with any further issues.